Event description:
It was reported that during the implant procedure the lead was inserted into the ipg and impedence measurements were high. It was reported the lead was removed, cleaned off and reinserted. The physician allegedly was unable to get the lead locked in place with the set screw since the set screw would not tighten. It was reported the physician decided to use another ipg instead and the impedances were normal.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.